Event description:
A malfunction was reported on a customer's pump, and the issue persisted despite attempts to reset it. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support, who provided pump reset information, but the pump could not be reset. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.